Event description:
Material no: 320144. Batch no: 9085937. It was reported that during use of the bd ultra-fine¿ pen needle there were 4 pen needles with the needle sticking thru the shield. Customer's spouse stated that her husband's nurse, stuck her finger on one of the needles. The nurse went to the emergency room to be evaluated. No other information has been provided. The following information was provided by the initial reporter: spouse of consumer reported finding 4 pen needles with needle sticking thru shield stated, out of the 4 pen needles affected, her husbands nurse, stuck her finger. Stated, the nurse went to the emergency room to be evaluated.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 320144, batch no: 9085937. It was reported that during use of the bd ultra-fine¿ pen needle there were 4 pen needles with the needle sticking thru the shield. Customer's spouse stated that her husband's nurse, stuck her finger on one of the needles. The nurse went to the emergency room to be evaluated. No other information has been provided. The following information was provided by the initial reporter: spouse of consumer reported finding 4 pen needles with needle sticking thru shield stated, out of the 4 pen needles affected, her husbands nurse, stuck her finger. Stated, the nurse went to the emergency room to be evaluated.